Event description:
Spacelabs received a request for service repair on a qube bedside monitor model 91390 that lost audio for alarm presentation (visual alarms displayed as designed) during patient use. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. The audio component (B)(4) on pcba (B)(4) was not functioning; therefore the component was replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of an audible alarms was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.